Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in hospital after device was found to be in back-up vvi mode. A software download successfully restored normal operation. The device was exposed to electrocautery during a video assisted thoracic surgical procedure. An AED unit was positioned in the patients room until the patient stabilized after the procedure.